Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a transmitter failed error occured. No additional event or patient information is available. Data was provided for evaluation. Review of the data log confirmed the reported transmitter failed error. The root cause was determined to be a low transmitter battery that led to a failed transmitter error.